Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the registered nurse (rn) reused single-use supplies. This occurred during use while the patient was connected. The rn explained that when the hc ran short on solution, another bag was added. The technical service representative (tsr) inquired further and found out that the rn disconnected a bag that was in use and connected a new bag to that line. The rest of the supplies were not replaced at that time. The tsr explained why disconnecting/reconnecting the bags in that manner is not recommended. The tsr instructed the rn to close the clamps and disconnect the patient to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.